Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
As reported: "a nail for the right side was mistakenly inserted for a fracture of the left femur. Contact between the drill and the nail during distal drilling, resulting in breakage of the drill tip and remaining in the patient."

Event description:
As reported: "a nail for the right side was mistakenly inserted for a fracture of the left femur. Contact between the drill and the nail during distal drilling, resulting in breakage of the drill tip and remaining in the patient."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided for evaluation. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any additional information is provided, the investigation will be reassessed.